Event description:
It was reported that, during an achilles tendon repair, the tip of the "5.5mm multifix (s) knotless anchor" separated from the inserter when it was being tapped. The separated tip was removed from the patient by means of tweezers. The procedure was successfully completed without significant delay using the same faulty device into an additional bone hole. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the multifix s-ultra 5.5mm knotless anchor device, used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2034963 found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found no related failures. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. Risk management documents were reviewed finding no additional risks that require to be added to the reference document. Clinical evaluation was completed and concluded that since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time. Visual inspection shows a deployed device. No manufacturing abnormalities observed. The screw, sleeve and anchor were returned with the device. There are no signs of implant fracture. No sutures are present. The device is intended for single use and functional test is not possible. The complaint was verified. An exact root cause cannot be determined with confidence; however, potential factors unrelated to the design or manufacture of the device that may lead to the failure reported include, but are not limited to: (1) excessive probing. (2) misalignment of implant during insertion. (3) shallow bone hole (4) tissue thickness. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.